Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.if new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The dealer stated that nothing will come up on the screen.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: portable concentrators. Lcd pcb, display damaged. Battery, terminals damaged. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: portable concentrators. Lcd pcb, display damaged. Battery, terminals damaged. The dealer stated that nothing will come up on the screen.